Event description:
When the device is plugged into the wall outlet, the motor begins to run. It should not do this which indicated a problem. When the power button is depressed, the unit begins to operate normally and inflates/deflates rotating between cuffs. However, after several minutes of running, it goes into a cp/op (continuous/over pressure) alarm and does remain inflated.